Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the pump started beeping in the middle of the night. It did not recognize the cassette and read no disposable clamp, patient cleaned out the sensor which didn't work so she switched cassette to her other pump and cleaned that sensor and that didn't work. Replacement cassette sent. No patient injury was reported.